Event description:
It was reported that during an implant surgery, when performing a tug test (to verify the lead was properly secured inside the generator receptacle), the lead tubbing stripped from the lead pin due to the lead pin becoming stuck in the generator receptacle. The device was not implanted and another generator and lead were used. The products was received for analysis. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed for the generator and lead.